Event description:
The pacemaker and this lead were explanted today. The patient has complained of having pain since implant. It is believed the associated lead may have microdisloged. The physician is asking that the system be analyzed to insure there were no other issues that may have caused the pain.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. Blood penetrated the lead in these areas. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.